Event description:
Caller allegedly received the following results, with two different accu-chek inform ii meters, within 10 minutes: 32 mg/dl (system 1) and 73 mg/dl (system 2). No adverse event reported. Return of suspect device was requested.

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2) is related to case with patient identifier (B)(6) (system 1). It was unknown if the initial reporter sent report to the FDA.